Manufacturer narrative:
The patient is (B)(6). An event regarding altr involving a metal femoral head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "cannot confirm event description, no confirmation revision was performed, need revision operative report and x-rays" -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, x-rays and return of the device are needed to fully investigate the event.

Event description:
Doctor proceeded this patient's discomfort could be trunnionosis from the hip replacement done in (B)(6) 2012. Patient had elevated cobalt, chrome levels tests. Patient was revised with a revision ceramic bearing excahnge.2.5 sleeve and a 36 mm universal biolox head.

Event description:
Doctor proceeded this patient's discomfort could be trunnionosis from the hip replacement done in (B)(6) 2012. Patient had elevated cobalt, chrome levels tests. Patient was revised with a revision ceramic bearing excahnge.2.5 sleeve and a 36 mm universal biolox head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.